Event description:
A malfunction on the pump was reported after it got wet due to a bathing suit. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support decided to replace the pump and sent a replacement while providing instructions on how to return the malfunctioning pump.